Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing lead impedance was observed. The asymptomatic patient received a notification but stated not feeling the patient notifier. The lead was capped and replaced on (B)(6) 2016. Patient was in good condition post procedure.